Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this device with non-boston scientific crm lead displayed noise causing oversensing with pacing inhibition greater than two seconds asystole. It was thought this pacing inhibition was due to electromagnetic interference. An internal technical service consultant was contacted. It was thought the noise was due to myopotentials or a possible lead insulation defect. Attempts to recreate the noise by isometric movements were unsuccessful. The device is programmed to bipolar pacing mode and interrogation revealed all measurements were normal. The patient with this device experienced dizziness. Subsequently, this device was explanted and returned for analysis.